Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) exhibited loss of capture and decreased pacing impedance. Chest x-ray confirmed the lp had dislodged to the right ventricle. The lp was explanted. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of failure to capture, dislodgement, and low impedance could not be confirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found the outer helix stretched out of specification and no anomaly on the inner helix. The helix elongation is consistent with having occurred during procedure. The device was unable to establish telemetry, and no output was noted upon receipt. Field information indicated the device was permanently disabled in the field, which deactivates the device, and no further analysis could be performed.